Manufacturer narrative:
It was reported that a 66-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, patient¿s blood pressure dropped. An increase pericardial effusion in at baseline was noted on intracardiac echo (ice). Pericardiocentesis was performed to remove 400 cc of serosanguineous fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the event. Patient¿s outcome is recovered. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the product on february 22, 2019. The initial visual inspection revealed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30139619l number, and no internal actions was found during the review. Concomitant products: biosense webster, inc. Product - carto® 3 system; catalog #: unknown; serial #: unknown. Biosense webster, inc. Product - lasso catheter; catalog #: unknown; lot #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, patient¿s blood pressure dropped. An increase pericardial effusion in at baseline was noted on intracardiac echo (ice). Pericardiocentesis was performed to remove 400 cc of serosanguineous fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the event. Patient¿s outcome is recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There was no evidence of steam pop during ablation. The catheter irrigation was set at 15cc/min. The thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to a lasso catheter, and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. Patient¿s relevant history includes prior afib ablation procedure that was aborted due to spontaneous clot development in the right atrium on long sheath prior to transseptal puncture, patient¿s anticoagulant was changed to coumadin.